Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative preformed an onsite investigation. The service representative reformatted the hard drive and reloaded the software as well as rebuilt the node. The system was tested and found to be working as intended and put back in service.